Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the lesion in the second obtuse marginal was pre-dilated and then an attempt was made to cross the lesion with a xience v stent. The xience v stent would not cross the lesion and was removed from the vasculature. Then, an attempt was made with another company's stent delivery system (sds). The sds was advanced over the guide wire and when the sds was advancing through the guiding catheter, it was noted that the xience v stent had remained in the pt. The xience v stent was distal to the newly inserted sds. The xience v stent was still on the guide wire just outside of the guiding catheter within the left main artery. It was believed that the stent dislodged within the guiding catheter. The other company's sds was removed and a 1.5 x 15 mm voyager balloon was smoothly advanced through the unexpanded xience v stent until the single marker was distal to the stent. The balloon was then inflated to 12 atm and the xience v stent along with the balloon were successfully removed. The procedure was completed with cutting balloon results only. No add'l event or pt info is available.

Manufacturer narrative:
Results -a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and on the stent implant. There was no contrast visible. The stent implant was returned dislodged. The first row of struts at the distal end of the stent implant were crushed. The first row up to the third row of struts at the proximal end of the stent implant were mangled. There was no other damage noted to the stent implant. The distal end of the balloon was tightly folded. The proximal end of the balloon was wrinkled. There were crimp marks on the balloon between the markers. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. The proximal end outer diameter of the stent implant could not be measured due to the damage noted. The stent implant distal and middle outer diameter measurements did not meet mfg criteria. Product performance engineering reviewed the incident. The sds was returned with blood on the balloon and on the stent implant. There was no contrast visible. This is consistent with the reported info that the sds was inserted into the pt anatomy. The ability to cross a lesion can be impacted pt anatomical condition, pt disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory product support. No anatomical info was reported, which may have aided in eval and determination of cause for the failure to advance. The stent implant was returned dislodged. Analysis noted there were crimp marks present on the balloon between the balloon markers, which suggests the stent was properly crimped on the balloon at the time of manufacture. Stent dislodgement can be influenced by many factors, including improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with the lesion, anatomical conditions and/or accessory products. All sds' are inspected for proper stent placement and crimped stent outer diameter and a sampling of units is destructively tested for stent dislodgement force. The stent implant was returned with the first row of struts crushed at the distal end and the proximal end of the stent was noted to be mangled. The stent could have been damaged from handling during the attempt to retrieve from the pt and/or from handling during shipment back to abbott for eval. The proximal end outer diameter of the stent implant could not be measured due to the returned condition. The distal and middle sections of the stent outer diameters were measured and met mfg criteria. The distal end of the balloon was tightly folded and the proximal end was wrinkled, which may have occurred from the attempts to cross the lesion or during removal of the sds. It was stated that the stent may have dislodged in the guiding catheter. Interaction with the anatomical conditions and/or guiding catheter during retraction may have contributed to the stent dislodgement; however, a conclusive cause cannot be determined. The wrinkled balloon and stent damage do not appear to have contributed to the stent dislodgement and/or to be a product quality deficiency, as this damage was not noted during the inspection prior to use. There were no non-conformances for this lot that could have contributed to this complaint. Although a conclusive cause could not be determined for the failure and stent dislodgement, there is no indication of a sds product deficiency. Product performance engineering will monitor the incident circumstances. All sds are 100% visually inspected online. A sampling of units is destructively tested to verify stent dislodgement force prior to release of the lot. This MDR is considered closed by the product performance group.